Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. While the root cause for the open resistor could not be positively identified, an open r781 resistor is consistent when an external non-lifevest defibrillation is administered. There is no indication that the open r781 resistor caused or contributed to the adverse event, as the lifevest was able to administer five appropriate defibrillations.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on an unknown date. On the patient's last wear date, the patient received five appropriate treatments, four which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole. The patient also received three inappropriate treatments and a non-lifevest defibrillation. The device was started up at 07:53:53 on (B)(6) 2023. At 07:00:24, an arrhythmia was detected. ECG shows af @ 140 bpm degrading to vf with motion artifact. At 07:00:58, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was af/sinus rhythm from 70-60 bpm. At 07:02:21, an arrhythmia was detected. ECG shows vf with motion artifact. At 07:02:52, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was af @ 60 bpm. At 07:16:20, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with pvc¿s. The rhythm then degrades to vt @ 150 bpm. At 07:16:20, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 160 bpm self-converting to idioventricular rhythm @ 80 bpm five seconds before the non-lifevest defibrillation was delivered. Post shock rhythm was an idioventricular rhythm @ 90 bpm with CPR/motion artifact. At 07:17:41, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 160 bpm. At 07:18:03, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 190 bpm degrading to vf. At 07:18:29, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 90 bpm with CPR/motion artifact. At 07:19:21, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 07:19:52, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:27:43, an arrhythmia was detected. ECG shows CPR/motion artifact. At 07:28:14, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was intermittent cardiac activity with CPR/motion artifact. Post shock rhythm was intermittent cardiac activity with CPR/motion artifact. At 07:35:28, an arrhythmia was detected. ECG shows vf with motion artifact. At 07:35:58, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was idioventricular rhythm @ 70 bpm with CPR/motion artifact. The device was shut down at 07:51:52 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on an unknown date. On the patient's last wear date, the patient received five appropriate treatments, four which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole. The patient also received three inappropriate treatments and a non-lifevest defibrillation. The device was started up at 07:53:53 on (B)(6) 2023. At 07:00:24, an arrhythmia was detected. ECG shows af @ 140 bpm degrading to vf with motion artifact. At 07:00:58, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was af/sinus rhythm from 70-60 bpm. At 07:02:21, an arrhythmia was detected. ECG shows vf with motion artifact. At 07:02:52, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was af @ 60 bpm. At 07:16:20, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with pvc¿s. The rhythm then degrades to vt @ 150 bpm. At 07:16:20, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 160 bpm self-converting to idioventricular rhythm @ 80 bpm five seconds before the non-lifevest defibrillation was delivered. Post shock rhythm was an idioventricular rhythm @ 90 bpm with CPR/motion artifact. At 07:17:41, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 160 bpm. At 07:18:03, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 190 bpm degrading to vf. At 07:18:29, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 90 bpm with CPR/motion artifact. At 07:19:21, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 07:19:52, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:27:43, an arrhythmia was detected. ECG shows CPR/motion artifact. At 07:28:14, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was intermittent cardiac activity with CPR/motion artifact. Post shock rhythm was intermittent cardiac activity with CPR/motion artifact. At 07:35:28, an arrhythmia was detected. ECG shows vf with motion artifact. At 07:35:58, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was idioventricular rhythm @ 70 bpm with CPR/motion artifact. The device was shut down at 07:51:52 on 3/23/2023.